Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted; however, post deployment the clip opened to approximately 15 degrees and severe mr was noted to be coming through the clip and slightly medial to the clip. A second clip was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a